Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was attempted to be deployed but there was significant resistance felt by the physician. The closure device shifted forward without the physician's control. At this time, the physician removed the was and wds from the patient. It was noted that there was damage to the wds. The clear sheath covering the core wire had broken off and was inside the sheath. A new was and wds were then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system with the implant attached to the core wire, and blood in the device. Microscopic examination revealed tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. Inspection of the device found numerous kinks in the sheath. The sheath was torn and detached 3.5cm from the white snapping feature. Product analysis confirmed the reported event, as the sheath was torn and detached.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was attempted to be deployed but there was significant resistance felt by the physician. The closure device shifted forward without the physician's control. At this time, the physician removed the was and wds from the patient. It was noted that there was damage to the wds. The clear sheath covering the core wire had broken off and was inside the sheath. A new was and wds were then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.